Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: visual analysis of the returned device identified: opening, crease fold and wear abrasion. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify punctured opening in the posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: punctured opening on anterior and posterior due to surgical damage like. No penetrating nick (stress marks).

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Healthcare professional additionally reported left side deflation. Device has been explanted and replaced.

Event description:
Healthcare professional additionally reported left side deflation.

Manufacturer narrative:
Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Healthcare professional additionally reported left side deflation. Device has been explanted and replaced.